Event description:
Report rec'd indicated patient developed rash under 100 percent (entire) of tape collar on peristomal skin, which migrated to the area around the outside of the device. There was no rash under the mass of the device. The patient experienced this condition during a period of three months prior to complaint receipt. Prior use of antifungal cream resumed. Device size readjusted to match stoma size. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.